Event description:
It was reported that the surgeon was placing a stitch in a deep portion of tissue. The surgeon was using a needle holder to place the needle in the tissue. The surgeon lost sight of the needle as it was deep in the tissue. The surgeon attempted to remove the needle by pulling on the suture material with their fingers. The needle separated from the suture and remained in the pt's tissue. X-rays were performed to locate the needle and a small dissection was required to remove the needle. Surgery was delayed approx 90 minutes. Lumbar anesthesia was used.